Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the surgery time was not extended.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> examination of the returned device confirmed the reported fracture. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> the provided insert can be uniquely identified through the laser marking. Based on this information, shop order 7011438758 was identified for the insert. Protocols and acceptance certificate were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production. Metal transfer of erratic appearance can be found on the insert. In case of a symmetrical taper fit between the ceramic insert and the metal cup, metal transfer patterns are expected over the whole circumference of the insert. The insert does not exhibit such patterns. Additionally, metal transfer can be found on the transition. This metal transfer indicates a tilted position of the insert during the impaction. The rim of the insert is chipped. Next to the fracture surface, metal transfer can be found which indicates a small area of intensive contact between the ceramic insert and the metal cup. Therefore, it is assumed that the insert fractured due to a point load caused by a misaligned position of the insert in the metal cup. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Corrected: h3

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Liner breakage. It was reported that during the right hip replacement operation,after blows, the liner was broken, all the pieces were removed from the patient. Changed polyethylene liner to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.